Event description:
The (B)(6) study is reporting the death of the patient approximately six weeks post index procedure. The cause of death is listed as unknown. The patient is a (B)(6) male who was enrolled in the (B)(6) study for stenting of the ostium of the left internal carotid artery (l6). Medical history includes hyperlipidemia, smoking, coronary percutaneous revascularization, and hypertension. The target lesion was described as mildly calcified and severely tortuous. The rate of stenosis was 85%. An angioguard embolic protection device was deployed distal to the lesion and a precise ((B)(4) / lot 15381642) stent was successfully deployed in the lesion. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. There were no adverse events reported. The patient was discharged with aspirin and clopidogrel prescribed. The contact at the account stated that she spoke with the patient to set up his 30 day follow-up appointment. He did not mention any problems or complications. On (B)(6), the patient did not show up for his scheduled appointment. Multiple attempts were made to contact the patient and multiple messages were left on the home answering machine, but never received a return call. The patient's obituary stated that he "passed away suddenly at home on (B)(6)". The physician was contacted to see if a copy of the death certificate was available or if he knew the cause of death.....and they were not even aware of his passing. The funeral home was contacted to request a copy, but no reply has been received.

Manufacturer narrative:
The (B)(4) study is reporting the death of the patient approximately six weeks post index procedure. The cause of death is listed as unknown. The patient is a (B)(6) male who was enrolled in (B)(4) study for stenting of the ostium of the left internal carotid artery (l6). Medical history includes hyperlipidemia, smoking, coronary percutaneous revascularization, and hypertension. The target lesion was described as mildly calcified and severely tortuous. The rate of stenosis was 85%. An angioguard embolic protection device was deployed distal to the lesion and a precise stent was successfully deployed in the lesion. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.